Event description:
It was reported that a 3.0x20mm trek dilatation catheter pre-dilated the mid-right coronary artery (rca) lesion. Post pre-dilatation, a dissection was noted that resolved on its own without sequela and planned intervention was performed. Post procedure, the patients troponin was elevated. There was no treatment provided and the patient was discharged home the same day as onset. There was no clinically significant procedural delay reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Lab tests: (B)(6) 2014 (20:04): ck-mb=0.5 ng/ml, normal upper limit 5.0; (B)(6) 2014 (07:41): troponin I=0.02 ng/ml, upper reference limit 0.10; (B)(6) 2014 (18:36): troponin I=0.02 ng/ml, upper reference limit 0.10; (B)(6) 2014: ck=52 u/l, normal upper limit 308; (B)(6) 2014: ck-mb=1.5 ng/ml, normal upper limit 5.0; (B)(6) 2014: troponin I=23 ng/ml, upper reference limit 0.10; (B)(6) 2014: electrocardiogram(ECG)=no myocardial infarction; (B)(6) 2014 (06:38)ck=56 u/l, normal upper limit 308; (B)(6) 2014 (06:38): ck-mb=1.6 ng/ml, normal upper limit 5.0; (B)(6) 2014 (06:38): troponin I=0.23 ng/ml, upper reference limit 0.10. There was no reported device malfunction and the product was not returned. The reported dissection is listed in the instructions for use (IFU), in the adverse effects section as a known adverse event associated with coronary stenting. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.